Manufacturer narrative:
It was reported that during a procedure the physician could not get the swiftlock unlocked and therefore had to cut it and in turn accidentally nicked the lead. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during permanent implant procedure, the physician inadvertently cut the lead while trying to unlock the swift-lock anchor. In turn, a new lead was placed, and although the procedure was extended, it was and successfully completed. Effective therapy was established.